Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported the left ventricular (lv) lead was attempted but not used due to high impedances. The lv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr ipg 2007-(B)(6), 5076-52 lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.